Event description:
The customer reported that the image went black or white. This would result in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced a cable. The system operates as intended.